Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 249 mg/dl, 158 mg/dl, and 59 mg/dl. Customer was feeling like she was going to pass out at the time of the readings, but was able to self-treat and did not lose consciousness. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.